Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a time/clock anomaly. She believed the insulin pump was slowing down. The self-test passed. The insulin pump failed the displacement test. The piston had only traveled halfway down the reservoir compartment when it alarmed no reservoir. The site showed signs of infection. The site had pus and developed a big sore. Infection sites are recurrent. The customer had issues with insulin squirting. The customer's blood glucose level was running low at night and high during the day. Customer's blood glucose level was 208 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was programmed with the correct time and date then monitored for 2 days. No time loss/gain noted. The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and a21 error test. All operating currents are within specification. Off no power alarm functioned properly. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.